Event description:
The pt underwent a diagnostic and interventional procedure. The physician who was completing his closer certification training attempted arteriotomy closure with the closer tsl 6fr device. The pt was very obese and the tract was very deep. Angiogram indicated that the access site was the common femoral artery. The device was inserted and deployed without incident. When the physician attempted to lower the knot, it caught in the subcutaneous tract and could not be placed appropriately to close the puncture site. A femstop was applied at 150 units pressure. Hemostasis was achieved in the "ccl" and the pt was transferred to the ICU. At some point later a nurse called one of the techs to ICU to release some pressure (to 130) on the femstop because the pt had no pedal pulses. When the pressure was lowered, pedal pulses returned; however, the pt became diaphoretic and had difficulty breathing. Blood pressure dropped until it could no longer be detected. Attempts to resuscitate were initiated and succeeded after approx 10-15 minutes of electro-mechanical dissociation. During the resuscitation a retroperitoneal bleed was suspected due to hardening of the abdomen. Additionally, during the resuscitation the femstop was removed and a hematoma formed at the groin. The pt was taken to surgery for repair of the femoral artery and assessment of the extent of the retroperitoneal bleed. The vascular surgeon noted that the closer suture was in place and the knot was in the tract. The vascular surgeon also reported that he found a "defect" at the femoral artery puncture site that was believed to have been caused during the procedure by a catheter, sheath or the perclose device. The artery was repaired and the pt was transferred to ICU. Pt expired the following morning. Cause of death has been suggested as complications resulting from prolonged resuscitation.